Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device will not be returned as it has been discarded by the hospital. No surgeon or follow up doctor information was provided to the implant patient registry. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted after an implant duration of approximately 5 years, 4 months (64.87 months) and replaced with a valve due to unknown reasons.